Event description:
When you remove tampon, cotton comes off- retained, vagina [foreign body in reproductive tract]. When you remove tampon, cotton comes off [complication of device removal]. Cotton coming out from the edge, tip loose, comes off [device breakage]. Cause was traced to design [manufacturing issue]. Case description: consumer reported via phone that the tip/edge of tampon is loose and when she removes the tampon the cotton comes off. No serious injury reported. Lot numbers: 15662/5912,16962/5921,15562/5912.

Event description:
When you remove tampon, cotton comes off- retained, vagina [foreign body in reproductive tract]. When you remove tampon, cotton comes off [complication of device removal] cotton coming out from the edge, tip loose, comes off [device breakage]. Case description: consumer reported via phone that the tip/edge of tampon is loose and when she removes the tampon the cotton comes off. No serious injury reported. 15662/5912, 16962/5921, 15562/5912.